Event description:
It was reported that during a ptca procedure, the balloon ruptured and became stuck in a previously placed stent. The physician used an add'l guide wire to try to free the balloon. The guide wire also became stuck in the stent. The pt was sent for bypass surgery, where the devices were successfully removed. The pt status is listed as "okay". Same case as MFR report #'s 6000089-1999-00058.